Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalised illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 460cc mentor smooth round high profile saline breast prostheses, suffered several unexplained systemic symptoms, including chronic infections, ibs, ic, anxiety attacks, depression, post-inflammation of the esophagus, lymph nodes pain on both arms and bilateral breast complications. Patient also reported seeing seven specialist and receiving routine tests and had a dr. Dev confirmed implants were causing immune system to fail and also diagnosed breast implant illness on (B)(6) 2019. No device issue such as rupture was reported when the devices were explanted on (B)(6) 2019. The patient are not going to replace the implants. The root cause of the patient¿s symptoms is unclear. This medwatch form is for the right breast prosthesis.